Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the instructions for use were not returned for evaluation. Review of the instructions for use guidance for blood pressure maintenance during vad support (revision 3.0) revealed that the appropriate section contained incorrect information with regards to the blood pressure management goals individualized to patient conditions. As a result, the reported event was confirmed. Revision of the instructions for use has since been modified and updated to include the correct information for management of blood pressure during vad support. Based on the available information, the most likely root cause of the reported event can be attributed to the incorrect information in regards to blood pressure management during vad support. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that the newly-revised instructions for use (IFU) contained incorrect information per a site user. According to the user, the relevant section of the IFU included incorrect guidance for the management of a patient¿s blood pressure during ventricular assist device (vad) support. There was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.